Manufacturer narrative:
The customer¿s report of the device shutting down without an alarm or warning was not confirmed, however a channel disconnect event with an alarm was confirmed. Physical inspection noted the iuis were dull with dried white residue on the black plastic housing. Fluid ingress was observed at the bottom interior of the rear case and in both cavities where the iuis are seated. Analysis of the pcu event log shows that the pump module was programmed to infuse pantoprazole 80mg/250ml at a rate of 25ml/hr at 1:48 am on (B)(6) 2018. Immediately after the infusion was started, the device alarmed twice for flow stop open and then alarmed at 1:49 for a channel disconnect, prior to any fluid having infused. The infusion was restored and restarted and ran until 5:51 am when the device was paused and channeled off. There were no alarms at the time the user paused and then channeled off the device. The volume recorded as being infused during this period was 99.007ml. Testing was performed with the module attached directly to the right side of the pcu and programmed to infuse at the same rate (25ml/hr) that was infusing during the reported event. The devices were then manipulated and channel disconnects were replicated when slightly bumping or shaking the devices. The cause of the channel disconnect was identified as dirty/corroded iui connectors.

Event description:
The customer reported that the devices shut down without alarm or warning and the patient's blood pressure dropped temporarily as a result. Although requested, additional details were not provided.